Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, eccentric, de novo, 75% stenosed lesion in the proximal circumflex artery. The trek rx 3.0 x 12 mm balloon catheter ruptured when inflated for a second time. Another balloon catheter was used for the procedure. The balloon was soaked in saline prior to use. Air was pulled outside the anatomy prior to use. No resistance during sheath removal reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: hyperion7fral1.0. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.